Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when using a 5f exoseal vascular closure device (vcd), the operator pressed the sealant deployment button, but found that the femoral artery puncture site was still bleeding. Closure failed, and manual compression was used for hemostasis. There were no reported injuries to the patient. This was during an angiography procedure in which the exoseal vcd was selected for closure. The operator was proficient in using the devices. During device retraction, pulsatile blood flow was observed to gradually decrease, then after a further 1cm retraction, the indicator window changed from black-white to black-black. The device will be returned for evaluation.